Manufacturer narrative:
(B)(4). No part was returned to teleflex chelmsford for investigation. The reported complaint of iab "once inserted the ap was absent" is confirmed based on the videos submitted with the complaint. The videos show no fos ap waveform on the iabp, and it was noted that no waveform was available from the fos signal, consistent with the reported complaint. If the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that the intra-aortic balloon (iab) was zeroed prior to insertion into the artery. Once the iab was inserted the staff noticed that the arterial pressure (ap) was absent, no ECG was connected, and the staff could not purge due to lack of trigger. As a result, the iab was removed and a datascope balloon and intra-aortic balloon pump (iabp) was used. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#1(B)(4). Teleflex received the device for investigation. The reported complaint of iab "once inserted the ap was absent" is confirmed. The fos fiber was broken near the distal tip of the catheter and therefore, the light path could not be established between the sensor and the pump. The root cause of the broken fiber is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that the intra-aortic balloon (iab) was zeroed prior to insertion into the artery. Once the iab was inserted the staff noticed that the arterial pressure (ap) was absent, no ECG was connected, and the staff could not purge due to lack of trigger. As a result, the iab was removed and a datascope balloon and intra-aortic balloon pump (iabp) was used. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was zeroed prior to insertion into the artery. Once the iab was inserted the staff noticed that the arterial pressure (ap) was absent, no ECG was connected, and the staff could not purge due to lack of trigger. As a result, the iab was removed and a datascope balloon and intra-aortic balloon pump (iabp) was used. There was no report of patient complications, serious injury or death.